Event description:
Medtronic entrust defibrillator delivered unwarranted shocks -11 in a row- some shocks delivered while in ER room during an EKG exam. ER staff contacted medtronic technician and temporary procedure was administered to disable unit. Medtronic technician was able to determine that I had another lead failure, at that time he disabled the unit. After investigation of event cardiologist and implant team had decided to remove ICD unit and leads, and replace with new one. Further testing -cat scan and x rays revealed that lead had punctured the heart muscle. This discovery necessitated open heart surgery to close wound in the heart and removal of the ICD.